Event description:
It was reported that the patient's blood glucose levels were greater than 250mg/dl while wearing the pod between 5 and 24 hours. The adhesive reportedly came off "suddenly" from the infusion site (hip/buttocks) and the pod was tearing away from the adhesive backing, causing the cannula to dislodge. It was reported that a strong insulin odor was noticeable, and insulin began to leak from the pod. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.